Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify battery power loss alarm due to blank display noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had change battery alarm and no low battery alarm. Customer stated that the crack at the back of insulin pump, reservoir came off and reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.